Manufacturer narrative:
Covidien reference: (B)(4). The field service engineer (fse) evaluated the ventilator and replaced the compressor printed circuit board (pcb). The ventilator passed self testing.

Event description:
Report received that the ventilator displayed a compressor inoperative message. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.